Event description:
The reporter contacted animas on (B)(6) 2014 reporting a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 30mmol/l with polyuria and polydipsia. The patient did not receive and treatment above and beyond the routine care of diabetes management. Customer support (cs) reviewed the pump and all settings were correct. This report is being due to the bg excursion the patient experienced due to an alleged history settings (inaccurate delivery) issue.

Manufacturer narrative:
: The device has been returned and evaluated by product analysis on 09/16/2014 with the following findings: daily insulin delivery totals correctly reflect user's programmed basal rates. There was no activity outside normal use observed in the black box or download history. The pump passed delivery accuracy test and found to be delivering within required specifications. Battery cap was unavailable for testing; a test cap was used for all investigation steps. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.